Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope exhibited the adhesive around the objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H3: mistakenly marked as yes, this was reported on supplemental medwatch# (B)(4) correction to fields: h6-investigation findings, h6-investigation conclusions, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the event was occurred due to impact from chemicals (chemical stress). Also, the other facility early had discoloration and chip of the glue as well. There have been cases, in which similar event mentioned above has occurred due to dilution concentration not to be recommended, such as using a stock solution without diluting, or dilution methods. It may occur due to the following handling during especially such as a pre-cleaning. 1) the dilution concentration of chemicals, and the immersion time was not correct. 2) cleansing was incomplete. The following is included in the instructions for use (IFU): the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed. It was presumed by the lm defect was caused by external factors. The events can be detected and prevented in accordance with the following IFU. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to previously submitted h11 of follow up #2 that referenced medwatch# (B)(4). This medwatch (B)(4) was intending to refer to follow up #1 of this same report (9610595-2024-14438).